Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of an injector problem (implantation failure); therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact the company immediately. The IFU also provides a list of qualified cartridge combinations to use. The use of an unqualified combination may cause damage to the iol and potential complication during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens could not be implanted because of an injector problem. Additional information was received stating that the reported incident occurred during the implantation procedure. The implantation failed because one of the implant haptics remained adhered to the optic, preventing proper placement. The operating room temperature was within the recommended range, between 18°c and 23°c at the time of the procedure. However, it was unknown whether the implant had been allowed to equilibrate to the operating room temperature for at least 30 minutes prior to use. The incident did not occur during the preparation of the implant prior to injection, nor during the progression of the implant within the cartridge. The issue occurred during implantation in the patient¿s eye, at the time of insertion.